Event description:
The following was reported to hamilton medical ag: received (B)(4) units hamilton c1 with software version 2.2.10 one of the units does not startup after software update to latest version 3.0.3 due to control board (B)(4) defective. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).